Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Oomsc could not review the manufacturing history or service record as there was no specific model and serial number provided. The cause of the reported event could not be determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after an unspecified surgical procedure, a patient suffered unspecified influence since the subject device was not sterilized prior to the procedure. It was also reported that the subject device was not sterilized because a third party supplier mixed up the subject device with another sterilized surgical endoscope during the reprocessing work. Other detailed information such as model name of the subject device was not provided olympus tried to obtain additional information without success because the initial reporter was a worker of the third party supplier and the reporter already left the supplier.